Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d4 model number updated, d4 catalog number removed, d4 primary UDI number updated. Evaluation: the device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing using a test battery which included bench handling, power cycling, and functional stress testing without duplicating the customer's report. The battery was not returned for evaluation. The main board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.